Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No numbers scrolling up noted. The device had normal operating currents and no unexpected off no power, low battery, failed battery test or weak battery alarms noted. The unit had cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the numbers on the customer's insulin pump began to scroll up during a bolus delivery attempt. It was stated that failed battery test and weak battery alerts were received. The customer reportedly took the battery out and the screen came back on. She was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 152 mg/dl. Nothing further was reported.